Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was beeping an alarm. The patient believed that there may be a kink in the delivery tubing. The patient was seeking a physician list to help her. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify the model/serial, symptoms, troubleshooting, actions, resolution, medication, and outcome. Should additional information be received a supplemental report will be filed.